Manufacturer narrative:
Evaluation: results: the complaint event was confirmed. The lead was bent and all wires were broken in a location consistent with the proximal end of the anchor. Functional testing was not performed due to broken wires found on the returned device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2011-07075. The patient received a scs system on (B)(6) 2011 consisting of two leads from two different lots. It was reported on (B)(6) 2011 that the patient's lead fractured. The doctor replaced the fractured lead with another. Patient stimulation was captured post-operations.